Event description:
Surgeon was implanting screws during surgical procedure when stryker reflex hybrid screw drivers (x 2) broke. All pieces of the screw driver were removed. Affected screws were removed and replaced.